Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a cannula tip fracture. Based on the condition of the returned unit and the description of the event, it is likely that the tip fracture was caused by a force exerted on the unit during the procedure. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible material/process enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: unknown. Event description: the trocar broke while in the patient while connected to the robot as the camera port. 1 piece broke off in the patient. It was retrieved and no patient injury occurred. It broke on removal. It was the cannula that broke. Unknown if it was a tip breakage. The case was finished at this time so no replacement was necessary. Type of intervention: the case was finished at this time so no replacement was necessary. Patient status: no patient injury.